Manufacturer narrative:
Additional information: correction: h6 (annex a, annex g). Upon return and evaluation of the device, it was noted that the unopened packages' poly side had a dry sticky glue like substance on the outside of the package. The area was cleaned with an alcohol/water mixture and the substance was removed leaving a clean package. The device inside the package was clean and not discolored. Per a search of risk documentation and previous complaint data, there is no evidence to suggest that this device failure would be likely to cause or contribute to a death or a serious injury if the failure were to recur. Furthermore, there is no evidence that the device caused or contributed to a serious injury, as no life-threatening or permanently impairing injury was alleged, nor was intervention taken as a result of the device failure which would be required to prevent permanent impairment or damage to the patient. As such, the event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury, or reportable product malfunction. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Upon return and evaluation of the device, it was noted that the unopened package's poly side had a dry sticky glue like substance on the outside of the package. The area was cleaned with an alcohol/water mixture and the substance was removed leaving a clean package. The device inside the package was clean and not discolored.

Manufacturer narrative:
E3: occupation: cst: certified surgical technologist. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
As reported, in the storage room upon receiving a flexi-tip dual-lumen ureteral access catheter, it was discolored and dirty. There was no patient involvement.